Manufacturer narrative:
Technical evaluation: the pump was turned on and a loud rattling and grinding sound was originating from the motor. The pump cover was removed and the motor disassembled. Conclusion code: the root cause of the problem was to be a cover inlet between the pump and the motor coils becoming detached and ground against the motor fan. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.

Event description:
The hospital reported that it sounded like something was rattling inside the pump.